Event description:
The company was informed that the pt experienced trauma at the implant site. The pt reportedly underwent surgery to reposition the internal device on (B)(6), 2010. The pt began experiencing sound quality issues. Testing of the device showed zero impedances on all electrodes. The patient's device was explanted. The pt was reimplanted with another cochlear device.